Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board controller lights were not showing for drawers due to a connection issue. A field service engineer reseated the connection for the drawer board controllers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary it was determined that the drawer cubic failure. The customer stated that the aux drw 1.2 and 5.2 have multiple failed cubies (device not detected on bus) and this malfunction cause delay in patient care. There were no adverse events or injuries reported based on this event.